Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
A malfunction on the pump was reported. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was address a by manual insulin injection and did not require third-party assistance. The customer reverted to an alternate method of insulin therapy.